Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time and date of the pump was switching back and forth between two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a manual time/date change from (B)(4) 2015 21:39 to (B)(4) 2015 21:39. Several manual time/date changes were observed in the black box between (B)(4) 2015 and (B)(4) 2015. No alarms occurred during the investigation and the pump passed a time test. The pump was able to maintain the time/date settings with accuracy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.